Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a nissen fundoplication procedure, the hand activation did not function at all. The display showed no error code. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.